Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The reported failure was verified. The cause is a crack in the welding zone. A nonconformance has been opened to address this issue. Additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 10 minutes after starting treatment with polyflux 140h, an external dialysate leakage between header and housing was observed. Treatment was discontinued. The dialyzer was replaced with a new polyflux 140h and treatment was restarted with no issues noted. There was no patient injury or medical intervention associated with this event. No additional information is available.